Event description:
I had a total knee replacement on "(B)(6) 2021" have had swelling and severe pain. On (B)(6) 2022 I went to my surgeon and he did x-rays, and blood work said everything was fine. Then I went back to him again (B)(6) 2022 and he drained fluid off my knee and ordered a bone scan for (B)(6) 2022 I waited until my next appointment with him on (B)(6) 2022 he then told me that my knee was loose and I would have to have revision surgery. My husband asked him what about if this doesn't work he then said he would just have to amputate above the knee. FDA safety report ID# (B)(4).